Event description:
It was reported that prior to an unk procedure, the device was cracked and it did not function. No further info is available. There was no pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The hand piece failed continuity. The instrument was disassembled, moisture and a collapsed isolator were found in the instrument.